Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 that a broken silent 3d was received from dr. (B)(6). Additional information received reported that about 6 months ago, the back of the device cracked and one of the buttons broke while the 46-year-old, male patient was sleeping. The patient woke up and noticed the device was loose and realized it was because the device was broken. The patient did not suffer any injury or adverse outcome and no medical intervention was required. The patient stopped using the device when it broke and started using a back-up device.